Event description:
Pt reported pain on the left knee and a rubbing noise while flexion since three month. The left knee was operated in 1995, a rubbing noise and synovitis was diagnosed, during the revision the maniscal bearing was revised and exchanged to an lcs revision tibia (size 3) with rp(15). The maniscal bearings show surface changes were broken.